Event description:
It was reported that the customer went to the emergency room. It was not reported if the customer experienced a high or low bg level. Additionally, an occlusion alarm occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the events; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.